Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a product performance issue. More specifically, the rv pacing thresholds increased one day post implant resulting in loss of capture. It was noted there was no asystole. Fluoroscopy was performed, which revealed there was a decrease in slack and the rv lead had micro-dislodged. The decision was made to replace this rv lead. The rv lead will not be returned. No additional adverse patient effects were reported.